Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic torn at the center. One haptic was torn off and missing. Functional testing cannot be performed due to the condition of the lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Inspection and test records indicate that this lot conformed to specification at the time of release. Based on the info available, the root cause of the event cannot be determined.

Event description:
The surgeon reports that during the insertion of the mi60lus intraocular lens, the pt's capsule was damaged. The lens was removed, an anterior vitrectomy was performed, and a different bausch + lomb model was implanted. The pt recovered well. Reference MDR #1119279-2011-00147 for the delivery device used during the event.